Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, fever, cough,"cold", and weakness. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with piperacillin and tazobactam (1gm/ three times a day/ intravenous/ for 5 days) for peritonitis. Six days after the event onset the patient was treated with injection meropenem (500mg/ once day/ intraperitoneal/ ongoing) for peritonitis. The patient was discharged eight days after hospital admission and recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.